Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed a membrane leak test of the all manifold test after replacing a safety disk. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: while performing a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the unit failed the membrane leak test portion of the all manifold test. To fix the issue the fse replaced the safety disk which corrected the issue, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is unknown.

Manufacturer narrative:
Testing of actual/suspected device: while performing a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the unit failed the membrane leak test portion of the all manifold test. To fix the issue the fse replaced the safety disk which corrected the issue, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is unknown.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed a membrane leak test of the all manifold test after replacing a safety disk. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g4, g7, h2, h10, h11. Corrected field: g4 (date received by mfg: 2022-01-28). The safety disk was returned to the maquet national repair center (nrc) for failure evaluation. A technician of the maquet national repair center (nrc) inspected the safety disk per the cardiosave service manual with no visual damage observed. The technician installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the disk failing the leak test. The safety disk passed the all manifiold test with no problem found. Nrc is sending the safety disk to the production department per procedure. A supplemental report will be submitted upon completion of our investigation.